Manufacturer narrative:
Approximate age of device - 3 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported through the patient outcome that the patient had expired due to subdural hematoma (stroke). No further information was provided.

Event description:
The device was not explanted and will not be returned for evaluation. Patient with normal hemolytic lab values; however, has been off anticoagulation (d/t recent intraparenchymal head bleed s/p glf) and showing signs of hypoperfusion of kidneys and liver. Additional information received stated that the patient was suffering from multi-system organ failure due to aspiration pneumonia, small bowel ileus, acute on chronic rv failure, and acute renal failure. The date of admission for this was (B)(6) 2018. The patient was treated with mechanical ventilation, continuous renal replacement therapy, IV antibiotics, IV vasopressors to maintain blood pressure, IV inotrope, tracheostomy. After 7 days of aggressive medical treatment with patient showing no clinical improvement, the family decided to shut the vad off and withdraw care. Palliative care was consulted and the family¿s wishes were carried out. Pt expired minutes after vad turned off. It was also stated that the of the stroke was head trauma caused by a ground level fall. The type of stroke was left frontal iph.

Manufacturer narrative:
Manufacturer's investigation conclusion: no further information was provided. The manufacturer is closing the file on this event. A direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The account communicated that the patient had a ground level fall on (B)(6) 2018, which caused a left frontal intraparenchymal hemorrhage due to head trauma. The patient was admitted. It was also communicated that the patient had multisystem organ failure in the ICU due to aspiration pneumonia, small bowel ileus, acute on chronic right ventricular failure, and acute renal failure. The patient was treated with mechanical ventilation, continual renal replacement therapy, IV antibiotics, IV vasopressors to maintain blood pressure, IV inotropes, and a tracheostomy. After 7 days of aggressive medical treatment with the patient showing no clinical improvement, the family decided to shut off the vad and withdraw care. Palliative care was consulted and the family¿s wishes were carried out. The patient expired minutes after the vad was turned off. The cause of death was noted to be a subdural hematoma (stroke). The device was not explanted and would not be returned. There is no product available for investigation. The heartmate ii lvas IFU lists stroke, bleeding, local infection, right heart failure, renal failure, and death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. In addition, this IFU provides care instructions in reference to preventing infection.